Event description:
Three different ligaclip appliers were used and all 3 of them malfunctioned. Item description is ligaclip 12mm endoscopic rotating multiple clip applier which contains 20 large titanium clips. Lot# c4ft87, exp: 10-2011. Lot# e4ld5h, exp: 5-2013. And lot# d4j13x exp: 7-2012. The problem has already been reported to the ethicon device complaint department.